Event description:
During the regular pacemaker check: high atrial lead impedance was observed; non-physiological signals at atrial side were found in some of the episodes recorded in device memory. Device pacing mode was changed from ddd to vvi at the end of follow-up. Analysis of available files confirmed the reported event resulted from a lead or connection issue.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.